Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not sound the low battery alerts/alarm. Pump history showed the alerts/alarm had occurred. Customer's blood glucose was 489 mg/dl. Pump system was tested and no issues were identified with the pump alarm system. Reportedly, customer resumed pump therapy.